Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with injection (inj) vancomycin (500 milligrams, once a day) and inj tazopip (4.5 grams, twice per day) intravenously. The outcome of the peritonitis was unknown. At the time of this report, the vancomycin/tazopip and the dianeal/extraneal therapies were ongoing. No additional information is available.